Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were discontinued. During a call with baxter customer services, the following was reported. On an unknown date in 2012, the patient's pd catheter stopped working. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2013, the patient was hospitalized for the peritonitis and for pd catheter surgery as the catheter had stopped working. The surgeon found pus and removed the pd catheter. It was later clarified the pus was peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis included unspecified antibiotics (dose and frequency unknown). On (B)(6) 2013, the patient was discharged from the hospital. On (B)(6) 2013, the patient started outpatient hemodialysis. The patient recovered from this peritonitis event. Per the nurse, this peritonitis event was not related to baxter products.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12h21039, h12k07082, and h12j01053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.